Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician had a difficult time finding acceptable thresholds on the right ventricular (rv) lead. Post implant, the pacing thresholds were unstable and rising and became very high. The physician attempted to reposition the lead;however was unable to find a position that worked. The lead was removed and a passive fixation lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.